Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. The dislodgement allegation could not be confirmed as evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced helix extension/retraction difficulty, which caused dislodgement issues. The physician made several attempts to implant the lead; however, eventually, the helix could no longer be extended. A new lead was used to complete the procedure, and all measurements were within appropriate range. No adverse patient effects were reported. This lead ws received for analysis.